Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited episodes of noise. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.